Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater was not making ice. The device was not changed out, as the unit was repaired before the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.